Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged the following information was received by the initial reporter with the following: I received four defective alaris tubing sets from our ambulatory infusion center. Their report is the following: one of them had a crack in it and leaked. One was missing the spike. One was damaged at the roller clamp, couldn't move the clamp down. One was damaged up above the fluid chamber, was smashed.

Manufacturer narrative:
The customer reported 4 different issues, and returned four samples. The reports are luer crack and leak, missing spike, roller clamp damage, and smashed above pump. The luer crack sample was signified by a note from the customer and also returned a filter. The set was tested for crack and leakage but no issues were found. The complaint could not be verified. The missing spike was confirmed by the sample, except the spike was completely broken off. The complaint is verified. The roller clamp damage was confirmed with smashed plastic on the top of the roller clamp, and the clamp was stuck in the open position. The complaint is verified. The upper fitment had a smashed blue segment and cracks, causing leakage. It was not reported but it was examined that the drip chamber and spike area was also smashed in and cracked. The complaint is verified. In the 2nd, 3rd, and 4th cases, the reported damage was confirmed. In all 4 cases the manufacturing site conducted a further deep-dive. In all four cases, the root cause was unable to be found. The root cause was not traced to the manufacturing site, and the quality control measures and DHR information did not show any issues. The possible root cause is during transportation, but this cannot be confirmed at this stage in the investigation. Device history record review for model 2420-0500 lot number 24043003 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 02apr2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.